Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. E1: the country three letter code was reported as che, the correct code is deu. H10: it was previously reported that the device had not been returned for evaluation in error, the device was pending evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had component damage, low power, was leaking air and the motor was worn. It was further determined that the device failed pretest for general condition, oscillating frequency with frequency meter and air leak it was noted in the service order that the device worked intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.